Event description:
It was reported although the patient was receiving effective stimulation in her pain pattern, she was also receiving unwanted rib stimulation on her right side. An sjm rep was unable to resolve the issue with reprogramming. X-rays were to be taken as the next course of action. Follow-up from (B)(6) 2014, identified the sjm rep was notified that the x-rays confirmed the scs lead had migrated and the patient's scs system had been explanted and replaced with a competitor's product.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.